Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted left bundle branch area pacing (lbbap) lead was surgically repositioned the day after implant due to suspected lead dislodgement. It was noted that lead measurements were stable immediately after initial implant. Lead dislodgement was suspected due to undersensing and loss of capture (loc) with increased thresholds. This lead remains in service. No additional adverse patient effects were reported.